Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was leaking which resulted patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient was hospitalized for medical attention on (B)(6) 2026. Also, when the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The patient stated symptom of nausea. The patient also stated the diagnosis received at the time of seeking medical attention was diabetic ketoacidosis (dka). As treatment, the patient was given insulin drips and electrolytes fluids. A new pod was placed onto the patient. The patient was discharged on (B)(6) 2026.